Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. The device was returned to zoll medical corporation. The customer report was verified to a defective analog board. The analog board was replaced to resolve the problem. The board is scrapped. The device was recertified and returned to the customer. No emerging trend based on similar reports.